Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon catheter was stuck on the guide wire. The chronic total occlusion (cto) target lesion was located in the non-tortuous left anterior descending artery. A non-bsc guide wire was positioned in the target lesion and an attempt was made to advance the 1.50mm x 20mm emerge push balloon catheter but it got stuck on the guide wire. The balloon catheter and the guide wire were removed from the vessel. The procedure was completed with the different device. No patient complications were reported.